Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found image noise and corrosion of the charged-coupled device and cable connector connections. Based on the investigation results, it is likely that the following led to the malfunction: corrosion of the charged coupled device connector and cable connector connection. Therefore, it was determined that the product did not meet the product specifications. In addition, a new defective phenomenon (corrosion) was confirmed during the repair department's inspection. A device history review was conducted for the current product, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an image noise problem. The issue occurred during preparation, before the sedation. There were no reports of patient harm.